Event description:
A morphine pca tubing was set up incorrectly on this patient. A 32 inch extension was added to the mainline IV which delayed the morphine in reaching the patient. The patient was in pain and settings were increased, however in all probability the medication may not have gotten to the patient due to the amount of tubing that was added to the set-up. Facility's policy on tubing set up for pca's was not followed. If an extension is required, it should be added to the mainline tubing above the "y" connection where the pca tubing enters. This was a user error, but thought it worthwhile to report.